Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection on the cassette where the patient is connected during their pd treatment. The patient had to restart the exchange. Additional information requested but to date has not been obtained.